Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the device diagnosis was not applicable. The clinical diagnosis was loss of therapeutic effectiveness. The patient reported increased pain. The patient stated that she was unable to use the stimulator as it stimulated her left rib and the leads have pulled out or shifted. The patient stated that she did not feel well and had a lot of pain. A manufacturing representative ran impedance checks and all were within normal range, and no abnormalities were detected. The patients leads were visualized under fluoroscopy and it was noted that her leads were still placed at the top of t7. It was determined that the leads had not migrated from the original surgical placement. Interventions included explanting and not replacing the entire system. The event resulted in an unscheduled clinic or office visit. The etiology was reported as related to the device or therapy and not related to the implant procedure. The etiology was noted as not due to programming. The outcome was resolved without sequelae.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the manufacturing representative was at the clinic and ran impedances check on electrodes. The impedance levels were all within normal range and no abnormality was detected. The leads were also visualized under fluoroscopy and it was noted that her leads were still placed on top of t7. This is the location that the leads were placed during surgery. Therefore it was determined that the leads had not migrated from the original placement.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the device was interrogated and showed no impedance electrodes abnormalities. The leads were visualized under fluoroscopy and it was noted that the leads were still placed at the top of t7.

Event description:
A patient that participated in a clinical study reported that the therapy worked okay for her after the implant on (B)(6) 2014. The patient stated that the trial worked better. The patient's system initially controlled symptoms, but lost effectiveness. The patient reported in (B)(6) 2016 she noticed 2 huge lumps near the implantable neurostimulator (ins) site. It was painful to lay on or sit back in a chair on it. The patient stated when she would turn stimulation on she would feel stimulation in the heart and lungs making it difficult to breath. The patient reported overstimulation. The patient reported that the device was removed on (B)(6) 2016. Relevant medical history included: failed back surgery syndrome, spinal pain

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.